Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in this incident, it was determined that door 4 had failed to open. A field service engineer cleaned all electrical connectors in the cabinet, applied conductive grease to all microswitch connectors, and tightened and resecured all wiring harnesses. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries were reported based on this event.